Manufacturer narrative:
(B)(4). The patient experienced and was hospitalized on an unreported date in (B)(6) 2014 for congestive heart failure and heart attack. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device experienced a heart attack and congestive heart failure. The pt was hospitalized for the events. Treatment was unknown. It was not reported whether the pt was connected to the hc at the time of experiencing the heart attack and the congestive heart failure. On an unreported date, the pt was discharged home from the hospital. Twelve days prior to the receipt of this report, the pt decided to withdraw from pd therapy. Five days after discontinuing pd therapy, the pt passed away at home. It was reported that the pt had never really recovered from the heart attack which had occurred a few months prior. The cause of death was reported to be heart attack, congestive heart failure, and kidney failure. Pd therapy was not ongoing at the time of death and the pt was not connected to the hc at the time of death. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the reported event was not matched to this device until after the device had been serviced, a complete device analysis could not be performed to investigate the reported heart attack. However, a review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported event. A review of the service history revealed no previous service events that would cause or contribute to the heart attack. Upon conclusion of the investigation, the direct cause of the reported event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.